Event description:
Customer reported that the paramedics were called and he was hospitalized due to high blood glucose and dka. Customer stated that the blood glucose reading was over 700 mg/dl when paramedics arrived. Customer stated that he fell on his face and he was vomiting and called the paramedics. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.